Manufacturer narrative:
B5 narrative updated and device information updated.

Event description:
Additional information received: purge system error occurred during training with demo equipment and was resolved after replacement.

Manufacturer narrative:
Updated information: d4 removed lot , serial, and UDI number. H8 changed to initial use of device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the purge system had an error during training. A failed to prime alarm was triggered. The purge cassette was replaced but did not resolved the issue.